Event description:
It was reported that the patient presented to the clinic. It was noted that the right ventricular (rv) lead was undersensing resulting from rv lead dislodgement. The physician opted to explant and replace the rv lead, a new lead was successfully implanted. The patient was in stable condition.